Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised (B)(6) 2014 due to elevated metal ions. The modular head was removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08983 and -08984).